Manufacturer narrative:
Model number/ catalog number: sc-1160, serial number: (B)(4), batch/ lot number: 363030, model/ catalog description: spectra wavewriter ipg kit. Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 7073379, model/ catalog description: linear st lead kit 50 cm. Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 7072000, model/ catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a fever due to an infection at the midline incision site. The physician believed that it was not device related and the cause was unknown. It was also stated that the patient was experiencing back pain. The patient was admitted to the hospital and underwent an explant procedure due to staphylococcus aureus infection and was administered with intravenous (IV) antibiotics.